Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, thoracic surgery guided hydrothorax percutaneous drainage catheter placement procedure using navarre opti drain with two problematic drainage tubes, both occurred at the white connector where the drainage tube connects to the connecting tube. One split, and one directly disconnected. Both tubes occurred during the second postoperative drainage of the chest cavity. The two tubes can be clearly seen splitting and fracturing, causing the patient to leak effusion and develop a pneumothorax.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows the partial view of the drainage catheter in which the end piece of catheter hub was noted to be broken, and part of the hub was noted to be missing. The catheter connector was also attached to an external connector. Therefore, the reported catheter connector fracture, material separation and fluid leak issues are confirmed. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause for the catheter connector fracture, material separation and fluid leak issues could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, thoracic surgery guided hydrothorax percutaneous drainage catheter placement procedure using navarre opti drain with two problematic drainage tubes, both occurred at the white connector where the drainage tube connects to the connecting tube. One split, and one directly disconnected. Both tubes occurred during the second postoperative drainage of the chest cavity. The two tubes can be clearly seen splitting and fracturing, causing the patient to leak effusion and develop a pneumothorax. However, the current status of the patient is unknown.